Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 5 bd nano¿ 2nd gen pen needles had inner shield and outer cover attachment issues. The following information was provided by the initial reporter: the consumer reported attempting to place 5 bd 2nd gen pen needles onto her humalog 75/25 pen and they would not attach onto the pen. Date of event: (B)(6) 2022. Sample status: available.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 5 bd nano¿ 2nd gen pen needles had inner shield and outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported attempting to place 5 bd 2nd gen pen needles onto her humalog 75/25 pen and they would not attach onto the pen. Date of event : 03-30-2022. Sample status : available.